Event description:
Dr was removing tesio catheter from left subclavian due to nonfunctioning status and piece of catheter broke off inside pt, unable to retrieve after several attempts. Catheter was densely adherent to the jugular.